Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020, a computated tomography (CT) scan of the abdomen revealed that there was some anterior tilting present and approximately 10 degrees of tilting was identified. All six of the struts extend beyond the lumen of the ivc along the inferior margin. Two of the struts was imbedded in the posterior wall of the third portion of the duodenum. No perforation of the abdominal aorta noted. One strut appears to be within the superficial margin of the right psoas muscle on image. The proxmical margin of the ivc stent lies at the level of the renal veins. No fractures involving the inferior vena cava filter struts was identified. Inferior vena cava was normal caliber at the level of the filter.